Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty forced sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 500mg/dl. Customer stated that they were unable to troubleshoot for high blood glucose as the pump was stuck in rewind. Customer was hospitalized for non diabetic reasons. Insulin pump will be returned for analysis.